Event description:
It was reported that the customer was not receiving no delivery alarms when her reservoir was empty as she believed she was supposed to. The customer stated that the insulin pump did alarm low reservoir. The customer's blood glucose was 89 mg/dl. Troubleshooting was done. The customer's insulin pump did alarm. Advised to monitor the insulin pump and call back if the problem recurred. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.